Event description:
Baxter corporate product surveillance received a notification from an FDA maude report (B)(4) regarding an interlink buretrol solution set in which the burette chamber cracked vertically up the side. According to the report, the staff was preparing the buretrol solution set with d5 1/2 normal saline solution when the burette cracked. The alleged defect occurred during priming as the solution set was being re-programmed for IV fluid. It is unknown if the burette chamber was being squeezed and released to draw in fluid. There was no patient involvement; therefore, there are no reports of patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. The device used in this situation is unknown; therefore, it does not have a us 510k number.